Event description:
Pt found to have a skin wound after use of the prone view pillow during prolonged surgery approx 9 1/2 hours. The wound was not evident until the day after surgery. Reason for use: prone position during surgery for lumbar fusion.